Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during external inspection prior to use, physician felt the operation of the atrial lead tip was not smooth but could be screwed. When the atrial lead was affixed to the atria, the tip could not be screwed smoothly. Angiography showed the tip was screwed out but threshold was high. The atrial lead was explanted and replaced with a different lead. No patient complication shave been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.